Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colectomy, the surgeon noticed dehiscence in the staple line. A reoperation with ileostomy was necessary due to fecal peritonitis and the patient experienced a fistula with sepsis. The patient was in the hospital for 10 days and received antibiotic therapy. The current patient status is that he is alive. No other known adverse events were reported.